Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned stylet was observed to be broken into two pieces approximately 2.2 cm proximal to its distal tip. The epoxy tip of the stylet was observed present and intact on the distal segment. Many bends and kinks were observed in the polyimide section of the returned stylet segments. A microscopic observation revealed the break sites in the polyimide tubing were uneven with a rough surface texture and plastic deformation. Some tapering and delamination were observed in the polyimide tubing at the break sites. Bends and kinks were observed in the polyimide tubing between almost every magnet interface. The observed fracture features were indicative of severe and/or repetitive stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that placer had difficulty when she pulled the PICC back and looked at the wire, it had sheared and then snapped off. It was stated another pack was used for the patient. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4587 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that placer had difficulty when she pulled the PICC back and looked at the wire, it had sheared and then snapped off. It was stated another pack was used for the patient. No other information was provided.